Event description:
It was reported that intermittent air bubbles were observed within the cartridge tubing. System check was being performed by tandem technical support (tts); however, the customer was unable to complete the check at the time of report. Multiple attempts were made by (tts) to gather additional information; however, no response was received. Customer¿s blood glucose level was between 180 to 310 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.